Event description:
Sorin group (B)(4) received a report that, during priming, the touchscreen of the s5 control panel for mast roller pump was dark and could not be used. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel for mast roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. Sorin group (B)(4)requested that the pump be returned for evaluation. To date no product has been received. Without the device for evaluation, no root cause could be determined.